Event description:
It was reported that the patient saw a red call doctor icon, on their at home monitoring system. This indicates a significant change has occurred in the implanted device, that needs to be addressed by the doctor. Additional information was requested, and it appears that there have been no successful transmissions from the home monitor, since before this event. No adverse patient effects were reported. No further information is known. If additional information is received, this report will be updated.